Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31jan2019. Philips field service engineer (fse) could not duplicate the reported issue. The fse visually inspected charging lights. No lights were flashing or beeping. Plugged unit into a/c. Mains light came on as it should. Charging light did not illuminate which indicates battery may be fully charged. Performed battery test per philips' manual. Performed full performance verification testing (pvt) of ventilator per philips' manual. Unit passed all tests successfully. Returned unit to service.

Event description:
Customer reports battery charging light keeps beeping. No patient/user harm reported. Event date not specified; estimate used.